Manufacturer narrative:
The sample was received for evaluation on june 21, 2007 and sent for decontamination. Upon decontamination and completion of the investigation, a supplemental report will be submitted. Attempts are being made to obtain add'l info regarding this incident.

Event description:
After insertion, the pink adapter came loose from catheter tubing and there was blood leakage. A new unit was inserted and it worked without incident.